Event description:
As reported: "the case in which this solopath was used was a thoracic aneurysm endovascular repair with a gore 34 mm graft. This patient was a female with a thoracic aneurysm, and her iliacs appeared very diseased, so the physicians planned to use the solopath for access. Upon inserting the sheath, the physician had a difficult time stretching the arteriotomy to allow the large upper portion of the sheath to enter the artery fully. After expansion, the graft would not pass through the sheath, so the dilator was re-inserted and expanded again. Again, the graft wouldn't pass through. Upon a closer look, it appeared that the portion of the sheath at the arteriotomy was the top of the expandable portion, not the upper plastic portion, so the pressure at the insertion site was kinking the sheat. The physicians felt that trying to push the sheath further in could cause damage to the iliac. The physicians then decided to create a conduit to the aorta, and upon doing so, visualized that the common iliac artery had been perforated by the solopath. He was able to repair the iliac, as he had already opened the patient for the conduit. The graft was delivered through the conduit and the procedure was completed successfully." Additional details surrounding the case were received on (B)(6) 2012 via email from (B)(6). The email stated that the patient's condition was good and that the patient was discharged the following evening. It listed the glidewire, lunderquist wire, 34 mm gore thoracic graft as devices used with the solopath. It indicated that the patient was a (B)(6).

Manufacturer narrative:
Onset medical was unable to perform a direct device evaluation due to the fact that the device was not returned to our facility. As a result, a specific root cause(s) for the perforation fo the common iliac artery could not be determined at this time. However, a potential root cause(s) may be attributed to an oversized sheath and in conjunction with the "very diseased" iliacs. These potential root causes are consistent with the potential failure modes of this device, which have been previously been identified, addressed, and mitigated by thorough device qualification testing during the design evaluation. However, it should be noted that it is highly recommended for the user to reference the product's "instructions for use" which states that "it is highly recommended to verify that the size and condition of the vessel is appropriate for the size sheath chosen." Referencing the "instructions for use" prior to use will help identify the appropriate procedural steps and size selection in order to achieve optimum device performance. Onset will continue to closely monitor for any future occurrences.